Event description:
It was reported that during a coronary stent procedure of a very tortuous and calcified lesion, the physician was unable to cross the lesion and elected to retract the delivery/stent device back into the guide catheter. Upon removal to the guide catheter, some resistance was experienced and he decided to remove the entire system. Upon removal it was noted that the stent was missing. Attempts to locate the stent under fluoro were unsuccessful. It is unknown when or where the stent dislodged. Patient status is listed as "okay".